Event description:
The patient was enrolled in the heal-laa study on (B)(6) 2024 with patient identifier (B)(6). It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 31 mm watchman flx pro laa closure device with a complete laa seal and deployed device diameter of 25 mm. The patient was discharged on aspirin and clopidogrel the same day. On (B)(6) 2024, 49 days post index procedure, the patient presented for protocol scheduled 45-day follow up. Transesophageal echocardiography (tee) imaging assessment was performed which revealed a thrombus attached to the threaded insert of the closure device. The patient medication regime was changed from aspirin (81mg) and clopidogrel (75mg) to apixaban.